Manufacturer narrative:
The carefusion failure analysis engineer evaluated the gde that was received for investigation with physical damage to tca pcb j17 connector that connects the exhalation flow transition pcba to the tca pcba. The assembly was installed onto gde test bed and powered on using neo-natal default settings. The gde did not autocycle after cycling for 1 hour and passed the est testing. After configuring the settings for exhalation valve performance testing in order to induce an autocycle, was still unable to duplicate the reported issue. Findings/root-cause: could not duplicate the reported issue.

Event description:
The customer reported that the ventilator was autocycling. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and replaced the gas delivery engine. The ventilator meets factory specifications.